Event description:
The event is being reported due to the intervention required to prevent a permanent injury to the pt. The event occurred during a procedure to utilize a vascutek gelseal vascular prosthesis for an aortic ascending anastomosis. Subsequent to the anastomosis being completed successfully, blood was seen oozing from the graft body, the area of the anastomosis was not affected. The surgeon used hemostatic agents to control the bleeding and the leakage stopped over 1 hour later.